Event description:
The device has been explanted. According to the device explantation report form the temporal muscle was twitching when the device was in use. The recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2020-00515. For further information refer to this report.